Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoir that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer called and reported her insulin pump was having no delivery issues. During troubleshooting, customer was advised to disconnect and reconnect reservoir and infusion set and to push insulin through the tubing with a plunger. Customer stated insulin did not exit and there was greater than normal resistance. It was explained the no delivery alarm was caused by the set and reservoir connection. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.